Event description:
It was reported that after unpacking the intellanav stablepoint open-irrigated catheter, when attempting to flush, a crack was found in the flush port part causing the water to leak out. The device was replaced, and the procedure was completed successfully with no patient complications. The device was disposed of and therefore will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.